Manufacturer narrative:
One pump was received for evaluation. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. Visual inspection of the pump found it to be in good physical condition. Upon power up, "service due" display alarm sounded. The root cause was determined to be the clock battery, which was then replaced. The customer's complaint was confirmed. While the clock batter was determined to be the root cause, this investigation revealed no intrinsic evidence to suggest a root cause related to manufacturing.

Event description:
Distributor requested repair of an ambulatory infusion pump due to "alarming". No patient details were provided.